Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as a damaged front panel/power supply casing and worn-out video connector latch were confirmed. The reported event was confirmed along with a frozen image with lines on prints. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event along with the frozen image with lines on prints could not be identified. However, it¿s likely the cause is related to faulty printed circuit boards. Olympus will continue to monitor field performance for this device.